Manufacturer narrative:
There was no xact stent malfunction reported. Hypotension, renal failure, stroke and death are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke, death. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient became hypotensive and was treated with dopamine, neosynephrine and discontinuation of antihypertensives. Two days post-procedure, the hypotension resolved and the patient was discharged to home. Four days post-procedure, in 2009, the patient experienced acute renal failure secondary to contrast and hypotension and seizures along with a significant right frontal, right occipital and right thalamus stroke. Symptoms included sleepiness and left hemiplegia. Twenty-eight days post-procedure, the patient died. Although requested, there was no additional information provided.